Event description:
It was reported that the right ventricular (rv) lead had high and increasing threshold and impedance. It was also reported that the physician questioned whether the device showed low battery voltage "due to single rv amplitude settings." The lead was explanted and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2009; 4470 implantable pacing lead competitor implantable pacing lead; (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.